Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through the product exchange that the pump was exchanged on (B)(6) 2026.